Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 the patient underwent a generator replacement due to battery depletion and prior to surgery, high impedance was found with an impedance value &#62;10,000ohms. The physician did not want to replace the lead because the patient is getting good results. The explanted generator was discarded by the hospital and therefore cannot be returned for product analysis.